Event description:
It was reported that approximately 1 day following the implant of a transcatheter aortic valve, the patient suffered a cerebral infarction.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. D4. H4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 day following the implant of a transcatheter aortic valve, the patient suffered a cerebral infarction. Additional information was received that the day following the valve implant procedure, symptoms of cerebral infarction presented, specifically fine motor function impairment in the right hand. The cerebral infarction was confirmed via magnetic resonance imaging (MRI). There was no treatment for the cerebral infarction. Approximately two months following the implant of the valve, at the patient's outpatient visit, the patient's symptoms had significantly improved. Per the physician, the cerebral infarction may have been caused the calcification of the native valve leaflets or left ventricular outflow tract (lvot); however, the valve and delivery catheter system (dcs) did not cause or contribute to the cerebral infarction.